Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels and an enlite sensor problem. The customer reported a cal error alert and then a bad sensor alert several times. The customer also reported issues that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 33 mg/dl compared with the sensor glucose reading of 161 mg/dl. The customer treated by drinking a can of coca cola. The customer stated had been experiencing hypoglycemic attacks and low blood glucose levels for several weeks. The customer reported having vision problems when she has low blood glucose levels. The customer was advised to monitor the insulin pump and call back if issues persisted. The product was not returned for analysis.